Manufacturer narrative:
(B)(4)

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the foot. A 300cm moderate support straight pt²¿ guide wire was advanced to cross the lesion. However, the tip of the wire broke off in the foot. The physician tried to snare the detached tip but it could not be retrieved. The physician thought that there would be no harm to leave the detached tip. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch. The unit returned has tip bent, as part of overall visual revision. The device has its distal tip bent and broken approximately at 296.8 cm from the proximal end. The outer diameter (od) of the device and od of proximal section were within specification; however, the overall length and od of distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the foot. A 300cm moderate support straight pt²¿ guide wire was advanced to cross the lesion. However, the tip of the wire broke off in the foot. The physician tried to snare the detached tip but it could not be retrieved. The physician thought that there would be no harm to leave the detached tip. No patient complications were reported and the patient's status was stable.